Event description:
It was reported that during setup for a case, it was discovered that the motor device ran hot. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was further observed that there was a hole in the outer cord. It was determined that the device was running hot due to moisture or organic debris already stored in the motor from improper cleaning at the customer site prior to previous sterilization cycles. It was determined that when the debris made contact with the high moving rotations per minute(rpms) internal motor components, it was heated by friction, and caused the evaporation of moisture, and at times can simulate the appearance of smoke. It was determined that the hole in the hose was due to mishandling of the device by allowing the cord to come in contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. The assignable root cause was determined to be due to component damage from improper cleaning, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.